Event description:
Baxter affiliate reports one incident of a pt death after an uneventful dialysis treatment. 45 minutes after the treatment the pt complained of feeling weak with a pressure in the chest. Pt then had a cardiac and respiratory arrest. Resuscitation efforts were unsuccessful. Autopsy request was denied by the family. No further info available.

Event description:
Baxter affiliate reports one incident of a pt death. The pt died two hours into the hemodialysis treatment. No further info available.